Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer miscalculated the amount of insulin needed and delivered a larger amount of insulin than needed via manual injections. Subsequently, the customer¿s blood glucose (bg) level lowered to 37 mg/dl, the customer fell, and the customer¿s hand was cut. Emergency services were called, and the customer was treated with dextrose. In addition, the customer consumed carbohydrates and customer¿s bg increased to 450 mg/dl with trace ketones. Customer administered a manual injection to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.